Event description:
It was reported that when the hospitalized patient was using the cassette in combination with a pump (p/n: 21-6500-09, lot number unknown), the pump issued an "no disposable, pump won't run" alarm every 15 minutes. Then the customer checked the cassette and the pump by running them for about 2 hours with the tubing connected. However, no alarm sounded. No patient injury.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). Five pictures were attached and reviewed. Picture one shows two cassettes in used conditions, with medication, slide clamp activated and red cap attached. Picture two and picture four show the front view of a cassette product from flow stop model. Picture three and picture five show the top view of a cassette product from flow stop model without blue cap. Two samples were received. The samples were received in used condition without its original packaging, decontaminated inside in a plastic bag. During visual inspection, the samples were visually inspected under normal conditions of illumination to detect conditions that could cause functional issues. Samples were received without damaged. Samples were received with slide clamp activated and with red cap assembled. During pump tube height check, the first sample pump tube height was out of specification. The second sample pump tube height was out of specification. Due samples being received in used condition it is possible that the pump tube height was modified during use. During accuracy testing, the samples could be connected without problems. First sample passed the test and the second sample failed. It is possible due to the samples being received in used condition; this could affect the delivery rate. During functional testing: samples were fully priming and connected without difficultly, the pump was set running and no alarms were activated. Complaint is not confirmed. Root cause could not be determined, no actions taken.